Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the screws (lot #: 082215217a) found that the stimloc screw threads were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient during a stage I implant procedure for essential tremor. The rep reported that the stimloc screws would not engage. The rep reported that the hcp noticed after trying multiple times that the tip of the screws seemed blunt. The rep reported that there was no known reason that the screws were blunt and not engaging. The rep reported that the blunt screws were replaced with new ones which worked without a problem. The rep reported the issue was considered to be resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.